Manufacturer narrative:
Based on the available information the device will not be returned therefore an evaluation of the device cannot be performed. A review of the device history is not possible because the lot number was not communicated. Should additional information become available, it will be provided on a supplemental report.

Event description:
It was reported that during another one of these cases with another 4.0 stainless screw, it started to unthread once again. A screw that began unthreading was implanted into the patient but the doctor decided to leave it in as it didn't come completely unthreaded, only the tip. The surgeon decided to leave the screw implanted in the patient.

Event description:
It was reported that during another one of these cases with another 4.0 stainless screw, it started to unthread once again. A screw that began unthreading was implanted into the patient but the doctor decided to leave it in as it didn¿t come completely unthreaded, only the tip. The surgeon decided to leave the screw implanted in the patient.

Manufacturer narrative:
Please note the corrections to h6 results and h6 conclusion codes. The received x-rays were reviewed, and it can be confirmed that a fragment of the thread is detached from the screw. A device inspection was not possible since the affected device was not returned, therefore no further evaluation is possible. A review of the device history was not possible because the lot number was not communicated. No corrective actions are required at this time. Indications of material, manufacturing or design related problems were unable to be identified as the lot number was not communicated. A labelling review was performed and the following statement from the operative technique ¿asnis iii cannulates screw system (as-st-2, rev 2, 11-2016)¿ can be pointed out: ¿the self-cutting and self-tapping tip of the asnis 4.0mm screw is intended for cancellous bone. In dense cortical bone pre-drilling with the cannulated drill 2.7mm (702449) and use of the cannulated tap 4.0mm (702454) is recommended, especially when placing oblique screws¿. The case was discussed with medical affairs and rnd with the following result: the cutting function of the screw is at a 45 degree angle at the front of the screw. If the screw is inserted at an angle of more that 45 degrees, the cutting edge loses its function at one point. In the worst case, it may event hit the flat surface if the thread flank. This means that there is a strong load at this point when the screw hits the cortical bone, which can be especially in young patients quite strong. As a result, the load at this pint is very high without the presence of a cutting edge, which can ultimately lead to the tread peeling off. In this context, it can also be mentioned that the screws of the asnis iii system are cancellous bone screws, which are characterized by a relatively thin core and a wide and deep thread, whereby bi*cortical use is not necessarily intended. Therefore, the only way to avoid such an incident in this case is to use a tap. Based on investigation, the root cause attributed to a user related issue. The event was most likely caused by not using a tap as recommended int eh operative technique. If the device is returned, or if any additional information is provided, the investigation will be reassessed.